Manufacturer narrative:
The incident sample has not yet been returned for evaluation. If the sample is returned, a follow-up report will be sent.

Event description:
The report stated that the radio frequency ablation started with 60w and went to a maximum 120w, continuing for around 12 minutes, without a break. When completed, the doctor confirmed 4.5cm x 4.0 cm size burn on puncture site. It turned white and is assumed to be a third degree burn. The needle electrode electrical insulating coating was broken approximately 12cm away from its tip. The doctor used a metal needle guide adapter with echo probe. The doctor recognized this was not in agreement with the handling instruction, however, he only had metal needle guide adaptor. The patient did not complain about any pain at the puncture site during the procedure. The burn has been treated with an ointment. The patient is under observation, but recovering.